Event description:
Initial rptr indicated that a pt was in the office to have his device turned back on, "as it had been turned off some time ago, at the pt's request." Rptr indicated that "when they turned it on and ran a normal mode diagnostics test, it gave them a reading of limit/high/7 with eri=no. It was reported, "the pt was pretty beat up from a calf falling on him. The reason the physician wanted to check the device was because, he was worried something might have happened to it, because of his injury." High lead impedance indicates a possible lead malfunction. MFR is pending receipt of x-rays to review. If the pt wanted to continue, vns therapy surgery would be needed.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.